Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device contaminated during manufacture or shipping.

Event description:
Sales representative reported a hair inside of the packaging of a tissue expander. This record is for an unknown side. Device was not implanted. Device was discarded and will not be returned.